Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the power button was pushed in and stuck and the software version needed to be updated to the latest version 4.10. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, power button pushed in and stays in on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Event description:
The customer reported to olympus during a egd (esophagogastroduodenoscopy), in turning off the processor after a case, the button became stuck in the ¿on¿ position on the evis exera iii video system center. There was no delay reported with then procedure. The patient was under general anesthesia at the time. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined the concerned device had been manufactured before the design change to the power switch was made. For this reason, the damage of the power switch occurred seemingly because the operation ability and frequency exceeded its expectations. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. The subject device had been manufactured before the design change to the power switch was made. For this reason, the damage of the power switch occurred seemingly because the operation ability and frequency exceeded its expectations. The design change was conducted to improve the tolerance of the power switch. Olympus will continue to monitor field performance for this device.